Event description:
It was reported that bd insyte autoguard catheter crumbles. The following information was provided by the initial reporter: over a period of ~2 weeks, 4 incidents have occurred with the 20-gauge bd (becton dickinson) IV angio catheters. The angio caths "crumpled" when placing the IV after the stylet was removed and while advancing the catheter into the vein. The defective IV cath was removed and a new IV placed. No patient harm occurred.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, (B)(6) was used as the state.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4299216. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.